Event description:
Pt presented with evolving inferior mi. Previous angiogram showed 100% obstructed lad and 90% rca. Lad was not tackled and a cypher stent was put in rca. Pt was brought with chest pain to hosp. Repeat angiogram showed completely blocked rca. Acute stent obstruction.